Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
The device records 41 log entries between the 24th january 2006 and the 31st july 2015. The device records 21 manual power ups on the 24th january 2006 and the 16th april 2013, the longest of which lasts 45 seconds duration. The device records 20 manual power ups between the (B)(4) 2015 and the last log entry on the (B)(4) 2015, of which 16 last ten minutes duration. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.